Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Device evaluation: a field service engineer (fse) visited site and replaced the vacuum control assembly. The system meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that error 05-047 lvds occurred during treatment, when they released the liquid optics interface (loi) from the patient to clear the bubbles. The catalys treatment was aborted. No patient injury reported. No additional information was provided.

Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as (B)(6) 2014, however the correct date is (B)(6) 2013. Additional information: through follow up the following information was provided: the surgery was completed without using the femto for the patient's right eye. Section a2 age/date of birth: (B)(6) 1961. Section a3 gender: female. Section a4 patient weight: 175. Section a5 race: white. Section e1: dr¿s name: dr. (B)(6). Section e2 health professional: yes. Section e3 occupation: physician. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.